Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative:in 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. It was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this is no longer a reportable event. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Information was learned through implant patient registry. The patient also had another patch implanted. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.